Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the night prior to the report, the patient found that the ins won't charge. The patient could not communicate with the ins using external devices and confirmed seeing the reposition antenna screen on the recharger and a poor communication screen on the programmer. The patient said it had been months since she last charged the ins. The patient said that since implant, the ins won't hold a charge because it depleted almost overnight. The patient said the device hasn't ever really stimulated in the area she needed it to and she has had problems with it since day 1. The patient said adjusting the device hasn't resolved the issue. The patient said now her legs hurt so bad that she wanted to use the stimulator and maybe the stimulator might have actually helped with the pain. The patient was directed to follow up with the hcp. No further complications were reported.